Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jaws were on tissue and could not be opened. The surgeon used a scalpel to cut around the jaws and remove the device from the tissue. There was minor bleeding.